Event description:
It was reported that prior to use the device was interrogated and the longevity bar was gray indicating low telemetry battery voltage. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).